Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system was explanted secondary to infection. The physician reported difficulty retracting the helix during lead removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Additionally, cuts were noted in the lead insulation approximately 125mm from the terminal pin. Cuts were also noted in the suture sleeve above this location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the proximal end of the suture sleeve tie down site. It appears that the suture was tied too tight to allow turning of the inner coil, thereby prohibiting torque transfer, which caused the difficulty in retracting the helix, and ultimately the fractured cathode coil. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.